Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; implant date - unknown; manufacture date - unknown.

Event description:
It was reported by the hospital that the patient underwent a hip replacement on an unknown date. Subsequently, a revision procedure was preformed on (B)(6) 2014 due to metallosis.